Event description:
Additional information was received from a manufacturer¿s representative (rep) on 2020-mar-25 confirming that the infection resolved. The patient's poor healing was due to patient frailty. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead; product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2020, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that a lack of therapy with extremely low amplitudes caused discomfort, leading the medical team to believe a lead revision was necessary. It was stated that the percutaneous leads seemed to be so sensitive as to appear intrathecal. Based on the difficulty to achieve therapy consistent with the trial, the percutaneous leads were replaced with a surgical lead on (B)(6) 2020, which had the report of electrode 0 having impedances of greater than 40,000 ohms. After multiple attempts to remediate, the surgeon decided to leave as is because it seemed unlikely that they would utilize that contact based on their trial. No contributing factors were known at this time. No diagnostic/troubleshooting had been performed yet, other than the attempts made to resolve it during surgery. The rep indicated that they would see and evaluate the patient in post-operation. The issue was not resolved at this time. No further complications were reported/anticipated.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the healthcare provider (hcp) opted not to return the leads and they were discarded. The rep reported that it seemed the lead replacement resolved the patient¿s therapy issues. The cause of the high impedance reading was not determined. The rep reported that they were program around the high impedance electrode. The high impedance was not resolved. Additional information was received from a rep on (B)(6). The rep reported that the patient was explanted on the day of the report due to infection at the battery site. No further complications were reported.

Manufacturer narrative:
Concomitant medical product: product ID 977a260 lot# serial# va1x5nh015 implanted: (B)(6) 2019 explanted: (B)(6) 2020 product type lead product ID 977c265 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2020 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 21-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins) for spinal pain. It was reported there was a dural tear. While placing the leads, the healthcare provider (hcp) noticed fluid return through the needle. The hcp had previously decided not to test based on patient¿s disinhibited response on waking, however, the rep mentioned it might help with determining intrathecal vs. Epidural based on response to amplitude. Response was negative <(>&<)> below 1 mamp, therefore it was assumed to be it, so it was removed, replaced, and tested; amplitudes reflected more of a response similar to the other electrode. The hcp decided to leave and anchor. After anchoring, a lateral was obtained which looked like the replacement of lead was anterior, however patient did not respond as such when testing and due to root-scoliosis and time on the table, the hcp decided to leave the lead as is. Old, tortuous spine, scar tissue were possible contributors to lead placement. The patient was to get an ap and lateral when the patient returned to hcp for post-op visit. Additional information was reported that a lateral image was taken at the patient's post op appointment which showed that a least one lead was placed anterior to the spinalcord. The patient was given a high density program on the opposite lead at their post op appointment, and was set to the patient's comfort. The patient has since reported that the therapy is effectively controller her pain. The rep is uncertain if a lead revision will be considered/pursued as the patient is currently reporting effective therapy. Additional information was reported that both of the patient's lead appear to be it. The rep programmed according to the recent x-ray in accordance with possible shorts, previously reported and oriented and set adaptive stimulation (as). The tolerance was set from 0.8 to 1.0. The set max amp for the patient's limit is 1.1 and demonstrated patient access to position check. The patient will notify the rep if she is doing better. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that it is uncertain if the reprogramming has resolved the issue. Per the rep, "they behave in a way inconsistent with normal dorsal epidural placement". The rep also noted that x-rays were taken. No further information was reported.